Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain. The patient is scheduled for a device removal on (B)(6) 2022. It is unknown if the issue is resolved at this time.